Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr replaced the oxygen (o2) sensor. Verification/release testing was performed. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) values were not reaching the set value and were fluctuating by a large percentage. The electronic patient gas system (epgs) also prompted for second calibration. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) installed the oxygen (o2) sensor into the lab use only (luo) electronic patient gas system (epgs). The epgs passed all verification/release testing. It was determined that the o2 sensor met specification. Per data log review: on 10sep2022 the system was powered up and a perfusion screen was opened at 06:48:50. The system was power cycled, and a perfusion screen was opened at 06:54:52. Calibration was successfully performed at 06:57:30. The system was power cycled again and a perfusion screen was opened at 07:03:15. The system was power cycled again and a perfusion screen was opened at 07:09:29. The system was power cycled, and the gas system was calibrated two more times. If the fraction of inspired oxygen (fio2) was more than 10% different than the setpoint for more than one minute, a blender and sensor disagree event would have been logged but this never happened. The log cannot confirm the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.